Event description:
It was reported that during an implant procedure, the lead had high thresholds and impedance. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Continuity test results were passed. Electrical resistance test results were within specification. No anomalies were found. (B)(4).